Event description:
It was reported that the pump's cartridge was loose when it was installed into the pump. There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.